Event description:
Device 1 of 3. Ref MFR report#: 1627487-2013-21034 and 1627487-2013-21035. It was reported the pt is not receiving effective stimulation despite reprogramming attempts. X-rays revealed the model 3186 lead had migrated and appeared coiled upon itself. Additional diagnostics identified low lead impedances on multiple contacts. Surgical intervention is to be planned at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.